Manufacturer narrative:
D3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. H4: device manufacture date: change to 12/13/2023 (previously reported as 12/11/2023). H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak from an unspecified location; further described as ¿a little moisture underneath the machine.¿ renal therapy services assisted the patient with clearing the alarm and advised the patient in removing the cassette. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.